Event description:
It was reported that an intraocular lens (iol) shape was bent and was observed after insertion into the left eye. The surgeon needed to remove the lens during the same procedure and replace with another johnson & johnson lens (same model and diopter). There was no patient injury and no medical or surgical intervention required. The patient is doing well post-operatively. No other information was provided.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The device was not returned for evaluation. Therefore; a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt to obtain additional information was conducted. However; there is no additional information available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Product investigation was completed, and the following fields were updated accordingly: section d-9: device available for evaluation: yes. Section d-9: date returned to manufacturer: 07-jun-2022. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received stuck inside of the cartridge tip of the complaint handpiece. The handpiece was disassembled and was inspected, revealing no issues that could contribute to the lens becoming stuck inside of the cartridge. The complaint lens was removed from the cartridge and cleaned; revealing that the lens was damaged, in a way consistent with a lens that was folded inside of the cartridge for a long period of time. The iol was also observed to be torn and to have a detached haptic. Complaint issue of dc-lens damaged was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.